Manufacturer narrative:
An infection was observed following the implantation of these biotronik devices. The sterilization processes were investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within their specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. The review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. Therefore it is reasonable to assume that the infection was not device related. Furthermore the complaint description reported the observation of an exposed conductor. Therefore the lead under complaint was additionally subjected to an extensive analysis. Two lead segments were received for analysis. The lead was cut approx. 12 cm distal to the is-1 connector pin. Two portions were not returned for analysis: a portion between the two received segments and a 3 cm distal part including the lead tip, ring electrode and tines. An extraction thread was tied close to the position where the lead was cut and an extraction stylet was inserted to the distal lead segment. The svc shock coil was found deformed so that the proximal end including the conductor cable was detached from the adhesive connection and was shifted distally. The insulation was found damaged at this tear point and the conductor cable to the svc shock coil was exposed at this position. The svc shock coil was found encapsulated by fibrotic tissue upon receipt. From the position where the lead was cut (12 cm distal to the is-1 connector pin) the conductor cable to the svc shock coil was shifted distally approximately 5 cm into the lumen matching exactly the length that the cable was found extruded in the area where the shock coil was pushed down distally. The remaining conductors were protruding from the cutting edge. The attached figure 1 illustrates the observed findings and the failure mechanism. Supplement to final incident report: further inspection revealed signs of abrasion along the lead fragments and damages of the insulation resulting from electric-cautery. Next, a destructive analysis was performed. Neither signs of an outside-in abrasion nor an inside-out abrasion have been noted. During analysis of the lead body¿s cross-sections around the exposed conductor no signs of internal abrasion were found, such as e.g. Silicone particle inside the lumen resulting from perpetual movement of the conductor cable. A possible explanation for the observed damages could be that during the explantation procedure the extraction stylet pulled the lead body in proximal direction and the fibrotic encapsulation limited the manoeuvrability of the proximal end of the svc shock coil. As a result the ingrown svc shock coil cannot follow the lead whereby the shock coil was stripped off the silicone of the lead body and pushed in to distal direction. The lead body was pulled through the shock coil whereby the individual coil windings were compressed. As a consequence the proximal part of the svc shock coil was detached from the adhesive connection. The conductor cable cuts through the insulation as the lead body was pulled through the shock coil and led to the exposing of the conductor cable. This assumption is supported by the observation on the position where the lead was cut. The conductor cable was found pulled into the lumen by exactly the length that the cable was found exposed. The diagnostic images received for analysis were inspected and did not reveal any anomalies. An exposed conductor cable in the implanted state could not be confirmed based on the images available for analysis. The analysis did not reveal any sign of a material or manufacturing problem neither for the lead nor for the ICD. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - after an implantation period of 46 months this lead and the ICD were explanted due to infection. A supposed insulation breakage was noted on this lead before the explantation.